Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer¿s current blood glucose level was 356 mg/dl. Customer reported headache symptom. Customer was unable to perform high pressure test. Customer denied to perform test. The insulin pump will not be returned for analysis.